Event description:
A home pt (hp) contacted baxter's tech svc ctr regarding a leaking homechoice (hc) cassette during fill cycle of therapy. Per initial report, baxter's tech svc rep (tsr) assisted the customer during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report. The pt needed to get cassette out. The hp was in fill cycle. The fill volume was 793ml. The hp stated that the pt line started leaking. The tsr assisted hp in ending therapy. Hc ok. This writer called the pt and requested incident details. The pt said that her pet cat was in the room. The cat had chewed on the pt line causing a leak. The pt did mention that she was not connected to the cycler and was in prime cycle of therapy. The nurse was also contacted and made aware of the reason for the leak. The nurse said that the pt was very aware of contamination issues and was very particular about preventing infection. The nurse said that the pt would have contacted them if there was a problem.

Manufacturer narrative:
The sample is not required for eval. This incident is due to a use error. There are no further measures to be taken relative to this matter. Renal product surveillance and quality engineering, along with plant manufacturing will continue to monitor this product line and will take corrective/preventative action as appropriate.